Event description:
On (B)(6) 2012, it was reported that during the previous week, the pt's blood glucose level was elevated higher than 500 mg/dl. She experienced nausea and vomiting. She attempted to correct the elevated levels via the infusion device, but was unsuccessful. The pt was successfully able to lower her blood glucose levels via insulin injection. The pt switched to her backup infusion device and her blood glucose levels returned to normal. Her parents have lost confidence in the primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.